Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Seizure is listed in the product instructions for use as a known potential adverse effect associated with the use of the product. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure in the left internal carotid artery, an rx acculink stent was successfully deployed. Post procedure, the patient experienced a seizure and ativan was administered. Reportedly, the patient's blood sugar level was approximately 400 at the time of the seizure. The neurologist questioned if the seizure may have been related to procedure medication. Electroencephalogram (eeg) was normal and computed tomography (CT) of the head was negative. The patient was discharged to home 3 days post procedure with the condition resolved. Though requested, no additional information was provided.